Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# va0rj2n, implanted: (B)(6) 2017, product type: lead; product ID: 3487a-45, lot# va0rj2n, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 18-dec-2018, UDI#: (B)(4); product ID: 3487a-45, serial/lot #: (B)(4), ubd: 18-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative regarding a patient implanted for radiculopathy and spinal pain. The hcp reported that the patient¿s device was explanted due to infection. They stated that the patient had redness on their neck isolated to one spot, and discomfort. They also mentioned that the lead on their neck was red and sensitive to the touch. The entire system was explanted and discarded. The issue was resolved at the time ofthe report. No further complications were reported or anticipated.